Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt came in for clinic visit and lab work showed increased lactate dehydrogenase (ldh) level. No other signs or symptoms were reported. The pt was admitted and started on integrilin and heparin gtts. A ramp study was performed and the left ventricle was able to unload and no power elevations were noted. Pt did have gi bleed when on heparin and integrilin gtts were started. The pt has been listed for transplant.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.